Event description:
During a liver transplant, a belmont rapid infuser disposable set melted/burned. Portions of blood products in the reservoir dripped onto the floor, and contamination was noted throughout the device interior. There was a strong smell of burning plastic present upon opening the device compartment, and internal assessment revealed burnt/blackened tubing and a hold in replaceable components, indicating device damage. The device was running at a rate of approximately 500 ml/min when the failure occurred. A new belmont was brought to the operating room and primed to continue transfusing the patient.